Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and stated they did not detect the pump alarm while exercising, and their blood glucose was 30mg/dl. They stated they did not hear or feel cgm beep or vibrate while exercising. During the troubleshooting cts noted that cgm sounds were on set to vibrate and the regular pump sounds were off. Cts advised patient to turn on sound in pump and turn sounds to high on cgm during exercise so they can be heard. Patient states pump is working fine at this point. This complaint is being reported as the patient experienced hypoglycemia due to use error.